Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was found to be fully intact with no damage or peeling observed. During testing, all of the buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under all the button contacts. The bolus button cover was torn but responded normally. Unrelated to the original complaint, the battery cap did not fit properly in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.